Manufacturer narrative:
There was no product returned, therefore no physical evaluation could be conducted. The device history records (dhrs) were reviewed and indicate the devices were manufactured to specifications with no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. These devices are used for treatment. A patient history review indicates that the patient started experiencing pain 3 years post-op due to an undetermined reason. The patient is inquiring about the ability for the implant to go through an MRI as part of the diagnoses process for the pain. A complaint history search found there are no additional complaints for the product part/lot numbers involved. Patient factors that may affect the performance of the components such as bone quality, height, type of activity (low impact vs. High impact), and relevant medical history are unknown. With the information provided, a specific cause for the reported condition could not be determined with certainty.

Event description:
It was reported the patient is experiencing pain.